Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit had a system error of e033, the speaker and main cuff manifold failed, the hose fitting was broken and a valve cable was damaged. The speaker, hose fitting ,main cuff manifold, clippard valve, terminal crimps and cable ties were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the alarm went off and the screen suddenly turned black. The tourniquet was then off and no more pressure. There was a ten minute delay to get another tourniquet. No adverse event was reported as a result of this malfunction.